Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and device expulsion ('expulsion of essure device') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included antibiotics for pid pelvic inflammatory disease. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In (B)(6) 2010, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polycystic ovaries ("hormonal changes: pcos") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, device expulsion, mood swings, dysgeusia, urinary tract infection, depression, weight increased, abdominal distension, abdominal pain, back pain, polycystic ovaries and pelvic discomfort outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic discomfort, pelvic inflammatory disease, polycystic ovaries, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet ¿events added-¿pid, hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), metallic taste in mouth, uti, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, weight gain, bloating, abdominal pain, back pain, hormonal changes: pcos , pelvic discomfort and plaintiff did not undergo essure confirmation test¿, concurrent condition, reporter and concomitant medication were added. Outcome for events ¿dysmenorrhea (cramping), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)were updated to ¿recovering / resolving¿ and outcome of ¿dyspareunia (painful sexual intercourse)¿ updated to ¿recovered / resolved¿, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.